Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible oversensing was noted on the atrial channel. It was also reported that the right atrial lead position check had failed. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.